Event description:
It has been reported that a post operative spinal infection occurred which required multiple successive surgeries. These reportedly continue today and still require treatment and surgical intervention.